Manufacturer narrative:
The engineer cleaned the ram on the host computer and tested the system, which now meets the specification for the performed service and has been returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that switching not possible. The clinical use of the system was unknown. There was no harm reported to philips.